Event description:
It was reported that during a procedure the first fiber tip had a "torn look" but not detached at 0 joules. The second fiber tip had a "torn look" but not detached at 0 joules. Turp was used to complete the case. "Outcome of patient ok, no harm to patient." Was reported. This report is for the second fiber.